Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information was received indicating that this ra lead was dislodged the night after implant. The physician attempted to reposition the lead but opted to implant another lead.

Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead with the same model was implanted. No adverse patient effects were reported.